Manufacturer narrative:
Batch review performed on 25-04-2025. Lot 2242046: (B)(4) items manufactured and released on 08-02-2023. Expiration date: 2028-01-25. No anomalies found related to the problem. To date, all item of the same lot has been sold with no similar reported event during the period of review. Additional device involved: batch review performed on 25-04-2025. Gmk-sphere 02.12.e0510fl tibial insert fixed sphere flex size 5/10 mm l e-cross (k202022) lot 2245474: (B)(4) items manufactured and released on 06-12-2023. Expiration date: 2023-02-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. The cause is an inadvertent oversight at the surgical center. There is no indication that any potential issue with the device may have caused or contributed to the event. Device production history and related documentation show no deviation from the process.

Event description:
Back on (B)(6) 2023, during the primary right knee surgery, the surgeon accidently implanted a left tibial tray and insert into the right knee. After closure, the surgeon opened the patient again, removed the tibial tray and insert and implanted right side tray and insert. The surgery was completed successfully. At about 1 month from the primary the patient developed an infection, and the liner was revised, MDR 3005180920-2023-00445 was filed. No further revisions were reported.